Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal excessive bleeding") and autoimmune disorder ("autoimmune issues") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). In (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with medroxyprogesterone, ibuprofen, panadeine co (tylenol #3), surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue and weight increased had resolved and the abdominal pain, autoimmune disorder and headache outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Current weight 240 lbs. Approximate weight at the time of essure placement 180 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2018: pfs received. Reporter information was added. Concomitant medication added. Events added from pfs were abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and autoimmune disorder ("autoimmune issues"). The patient was treated with surgery (hysterectomy on (B)(6) 2017). At the time of the report, the abdominal pain, genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, autoimmune disorder and genital haemorrhage to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.